Event description:
It was reported that ¿when an automatic test was performed, a red "x" appeared for the rfu (ready-for-use indicator) and it beeped. When it started, a screen appeared asking for a password." There was reportedly no patient involvement.